Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was reproduced based on the field evaluation. The fse connected their computer directly to the surgeon side console (ssc) and confirmed that the master tool manipulator right (mtmr) needed a programming update. The fse replaced the mtmr and programmed the new mtmr. The fse verified it powered on successfully and that it was ready for use. Isi received the mtmr involved with this complaint and completed the device evaluation. Failure analysis stated that the reported problem was confirmed and reproduced during calibration testing. The master tool manipulator (mtm) refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr). Site history review: a review of the site's complaint history does not show any additional complaints related to this product. No images or videos were shared for the event. This complaint is being reported based on the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the mtmr had repeated faults. The surgeon elected to convert to a laparoscopic procedure. System unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted. Although no patient harm occurred, if this malfunction were to recur it could potentially cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted colectomy surgical procedure, the customer was getting repeated 23017 faults on the master tool manipulator right (mtmr). The customer stated that they tried recovering from the fault multiple times, but the issue remained. The technical support engineer (tse) had the customer remove the instruments and power cycle the system. Upon start up, the system homed without issue and the site reinstalled instruments. The surgeon was briefly able to use the system before it faulted again. The surgeon elected to convert to a laparoscopic procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was manipulating a vessel sealer instrument when the mtmr failed to work. There was no issue with the instrument function at all; the issue was solely with the mtm. The customer called technical support, troubleshot with them, and was able to get the system working properly again. However, shortly after the surgeon gained control of the mtm. The issue occurred again. At this point the customer did not try to troubleshoot to resolve the issue again. The surgeon elected to proceed with the case laparoscopically. The procedure was completed with no patient injury. There was no procedure delay as a result of the issue. Patient demographic, relevant tests, and medical history information was requested however the coordinator was only able to report that the patient was male, white, of "normal" weight, and was "over the age of 60."